Event description:
It was reported that the patient had high impedance on l2 lead. As such, the patient was unable to set the drg system into MRI mode. As such, surgical intervention took place wherein the entire system was explanted and replaced with a scs system to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Microscopic inspection of lead c found a kink on the outer tubing and all internal wires were broken.